Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. A technical support representative guided the customer through a pump reset, after which the error was resolved, and the customer was able to successfully start their sensor session.